Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code h11: livanova deutschland manufactures the s5 control panel. The event occurred in france. Livanova field service engineer confirmed the event and, to solve it, the control panel replaced. Functional verification checks were undertaken and passed and the unit was returned to the customer fully functioning. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an s5 control panel which switched off multiple times during usage, and cp5 pump stopped. User did hand crank to provide flow. After the end of surgery, the control panel was checked and found to be working properly.there was no patient injury.